Event description:
The customer reported that the user received a shock during use while delivering energy to a patient. There was no report of adverse impact or outcome for the patient or the user.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.